Event description:
The customer's wife stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 596 mg/dl. The customer stated he changed the infusion set prior to being hospitalized and multiple times during the hospitalization, but high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the prime test, but the tubing clamp was not present to perform the high pressure test. The customer also mentioned that the insulin pump may have been exposed to an x-ray during the hospitalization. The customer did not feel comfortable using the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet eval. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.